Manufacturer narrative:
(B)(4). Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. The root cause of the reported issue cannot be determined based on the information available. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the home patient (hp) experienced peritonitis manifested by cloudy peritoneal effluent and abdominal pain coincident with peritoneal dialysis (pd) therapy. On the day of the onset of peritonitis, the patient was hospitalized. The cause of peritonitis was unknown. However, the patient believed that peritonitis might have been cause by the patient's coat sleeve touching the tubing. The patient was treated with injection of unspecified antibiotics (dose and frequency not reported). On an unreported date, the patient was retrained on the proper aseptic technique. The patient was hospitalized for a week before being discharged. At the time of this report, the patient was recovered from peritonitis. No additional information is available.